Event description:
The facility report stated the resident was left unattended in a raised lift over the commode with the curtains drawn. A crashing noise was heard, and the resident was found without injuries on floor. Both the commode and lift tipped over. (B) (4).

Manufacturer narrative:
The device was found to be in good working order by the reporter. No deficiency has been alleged of the lift. The lift has been designed and successfully type-tested against mdd 42/93 and iso (B) (4). Which (B) (4) requires the lift to be tilted to an angle lifting weight in its most adverse position. This ensures the lift will not tip over, even -as said- in the most adverse position. There does not appear to be anything indicated technically wrong with the lift or its accessories. The patient is indicated to have severe dementia, with a behavioral status of "constant movement cannot sit still". The operating and product care instruments (B) (4) for this lift clearly state, "a clinical assessment should be carried out by a qualified nurse or therapist before lifting patients [ ...] Who are subject to muscle spasms may not be suitable, and should be carefully assessed before proceeding with the lift." The product has been designed, tested, validated and verified to have good stability as required by and within the parameters of the applicable standards. There is no deficiency of the product. The incident could have been avoided if the patient was correctly evaluated: not to be raised or transferred with an active raising aid, but with a passive hoist. The manufacturer strongly recommends the care personnel shall be retrained to the lifter operating and product care instructions.